Event description:
It was reported that four (4) weeks after implantation of shoulder nail, one of the proximal screws has backed out from proper position. It is not known which one exactly backed out. No revision is planned so far. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign- japan. D10: associated products: item reference: 47-2486-034-40, item name:blunt tip screw, ã¿4x34mm, item lot:3091296. Item reference: 47-2486-038-40, item name:blunt tip screw, ã¿4x38mm, item lot:3091505. Item reference: 47-2486-038-40, item name:blunt tip screw, ã¿4x38mm, item lot:3136318. Item reference: 47-2486-042-40, item name:blunt tip screw, ã¿4x42mm, item lot:3126148. Item reference: 47-2486-122-40, item name:cortical bone screw, ã¿4x22mm, item lot:3087863. Item reference: 47-2486-122-40, item name:cortical bone screw, ã¿4x22mm, item lot:3119233. Item reference: 47-2488-010-02, item name:proximal humerus nail cap,ã¿ 10.5x2.5mm, item lot:3091323. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Radiographs were provided and reviewed by a radiologist. Two views of the right humerus demonstrate a humeral intramedullary rod with three proximal interlocking screws. Proximal most interlocking screw has backed out on the second image. Oblique fracture proximal humeral diaphysis. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.